Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2021. Additional information: d4, d9, h3, h4, h6. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: one packet of product code 8735h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue related to fraying, damaged or breakage suture and no defects were observed during evaluation. A tactile test was performed to strands and no damaged or rough could be detected. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was procedure successfully completed? How? ¿ yes, another batch suture was used. Event related to mw # 2210968-2021-09409, mw # 2210968-2021-09410, mw # 2210968-2021-09412, mw # 2210968-2021-09413, mw # 2210968-2021-09414, mw # 2210968-2021-09416, mw # 2210968-2021-09418.

Event description:
It was reported that a patient underwent an CABG procedure on (B)(6) 2021 and suture was used. The suture frayed during use. No adverse patient consequences were reported. Additional information was requested.